Event description:
A caller reported that the insulin pump battery charge dropped 50% rapidly, resulting in an unexpected shutdown. This caused the customer¿s blood glucose level to exceed 500 mg/dl, with the display reading ¿high.¿ to address the high blood glucose level, the customer administered a correction injection using multiple daily injections and did not require third-party assistance. When the pump powered on again, the battery capacity was at 20% or less, and the caller agreed to upload pump logs for further investigation.